Event description:
This was a life threatening event due to a specific medical product. It is manufactured by "vital signs, a ge healthcare company" and goes by product code afn119x4. The product is a ventilator 'circuit', connecting an artificial respirator to a pt (air flows through it). The classic version (not the one cited above) has separate tubing for oxygenated air going to the pt, and 'used' air coming away. The above product seems designed to 'simplify' this by having one tube, with a wall in the middle of the tube to keep the 'good' and 'bad' air separated. If used properly, this would work just fine. The problem is this: the connector for this 'combined' tube is the same as for the separate tube system. This allowed the nearly fatal event to take place. The complication happened at the start of a surgery under general anesthesia. The pt was connected to the artificial respirator after anesthesia was induced. He then had rising carbon dioxide levels that peaked above 120 on blood gas (critically high). The problem turned out to be: the ge combination tube (afn119x4) was attached to the ventilator. Due to needing more tube length, an 'extension' tube was attached to the combination tube. This extension tube, however, did not have the within-tube wall to separate good and bad air. This extension tube was the 'normal' kind, designed to be used with a separate tubing system, one for good air, one for bad. This combination of a 'walled' tube to a 'unwalled' tube allowed good and bad air to mix. The artificial respirator was therefore blowing the carbon dioxide that this pt just breathed out, right back into his lungs. It is like having a pt breathe in and out of a paper bag without giving the pt oxygen. This is a major failure of biomedical engineering. The new 'walled' tubing should never be permitted to connect to unwalled standard tubing. There should be different connector, or just get rid of the combination tubing, or something like that. I have investigated, and it turns out this type of malconnection has happened several times at our institutions, including at least one other adverse pt event (thankfully nonfatal). I cannot impress enough how dangerous this issue can be for any pt who ever has surgery. Please address.